Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: delta v-40 ceramic head 36/-2,5; cat # 6570-0-436; lot # 12248753. Exeter v40 stem 44mm no 2; cat # 0580-1-442; lot # g8107985. Tridentii tritanium cluster50d; cat # 702-04-50d; lot # 15032051a. 6.5mm low profile hex screw 25mm; cat # 7030-6525; lot # fu5a1. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. H3 other text : device not available.

Event description:
Dr. Revised a head and liner of a left hip due to infection. Original surgery was (B)(6) 2023.